Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. Troubleshooting performed in the physician's office was unsuccessful, and a revision surgery was scheduled. During the procedure, the physician confirmed a tear in the cylinder upon removal. The reservoir and pump chamber were found to be empty. It was reported that air was observed in the absence of fluid, and the pump bulb had not remained flat. The physician suspected regular wear and tear. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, fluid leak, hole/perforated and air in system/component are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.